Event description:
Reportedly, after catched a specimen into the pouch, pulled the ring but it was stuck on the way then would not pull it any more. The top of the pouch would not be pursed up. Pulled the trocar from the cavity, and removed the pouch. Nothing fell into the cavity. Used another device.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.